Event description:
Piv (peripheral intravenous line) inspected prior to opening, and there was a brown smudge noted on clear hub. Almost looks like a smooshed bug. Anyhow, we did not use this product, as it did not look safe. Lot# 3894837, smiths medical jelco 22g x 1" protect IV plus.